Manufacturer narrative:
Technical fault 5507 did not occur during ventilation of a patient. Mixer valves are leaking. Replacement of the defect mixer valve has been suggested. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
Hamilton medical ag received the following incident description: the unit alerted on tf5507.

Manufacturer narrative:
Technical fault 5507 did not occur during ventilation of a patient. Mixer valves are leaking. Replacement of the defect mixer valve has been suggested. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be leaking / defective mixer valves (no longer closing within the product specifications). After replacing the mixer valves, the device was found to be functional. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the leaking / defective mixer valves (no longer closing within the product specifications) could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: the unit alerted on tf5507.

Event description:
Hamilton medical ag received the following incident description: the unit alerted on tf5507.

Manufacturer narrative:
Technical fault 5507 did not occur during ventilation of a patient. Mixer valves are leaking. Replacement of the defect mixer valve has been suggested.